Event description:
It was further reported that the patient never fully recovered after the Right Ventricular failure and fungemia. The patient continued to experience shortness of breath and edema. Echocardiogram showed severe right ventricular dysfunction. The Ventricular Assist Device (VAD) also continued to exhibit low flows. The patient subsequently expired.

Event description:
IT WAS REPORTED THAT A VENTRICULAR ASSIST DEVICE (VAD) PATIENT INITIALLY PRESENTED WITH HEART FAILURE SYMPTOMS INCLUDING INCREASED EDEMA AND SHORTNESS OF BREATH. THE PATIENT HAD WORSENING RIGHT HEART FAILURE. ADDITIONALLY, THE VAD EXHIBITED LOW FLOWS WHICH WERE ATTRIBUTED TO THE PATIENT CONDITION SPECIFIED AS SEVERE RIGHT VENTRICULAR FAILURE. AN ECHOCARDIOGRAM WAS PERFORMED AND SHOWED SEVERE RIGHT VENTRICULAR DYSFUNCTION. THE PATIENT UNDERWENT RIGHT HEART CATHETERIZATION AND IMPLANTATION OF A TEMPORARY RVAD, WHICH WAS SUBSEQUENTLY WEANED AND REMOVED. IT WAS ALSO REPORTED THAT THE PATIENT HAD A PROLONGED HOSPITAL STAY, AND BLOOD CULTURES WERE PERFORMED AND REVEALED SYSTEMIC FUNGEMIA. THE PATIENT WAS GIVEN INTRAVENOUS (IV) ANTIFUNGAL TREATMENTS

Manufacturer narrative:
INVESTIGATION OF THIS EVENT IS PENDING AND A SUPPLEMENTAL REPORT WILL BE SENT UPON ITS COMPLETION. CONTINUATION OF D10: DVPA2D1 ICD IMPLANT DATE: (B)(6) 2026. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Manufacturer narrative:
A supplemental report is being submitted as additional information has been received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.